Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer successfully cleared the alarm and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.